Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "after about an hour of smooth operation, the ventilator's display progressively became blank with a high priority alarm. Turn the ventilator on and off right away, however the screen remained black. After three to five minutes, the ventilator turns on after being turned off, and it displays a standby, operational. Costumer faced same problem several times." (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Correction: from india to nepal in e1. Additional information: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "after about an hour of smooth operation, the ventilator's display progressively became blank with a high priority alarm. Turn the ventilator on and off right away, however the screen remained black. After three to five minutes, the ventilator turns on after being turned off, and it displays a standby, operational. Costumer faced same problem several times." (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Manufacturer narrative:
The following was reported: :"after about an hour of smooth operation, the ventilator's display progressively became blank with a high priority alarm. Turn the ventilator on and off right away, however the screen remained black. After three to five minutes, the ventilator turns on after being turned off, and it displays a standby, operational." No patient harm reported. Based on the logfiles, te 246018 occurred leading to this effect (issue on the ic8 located on the esm). Correction: partner requested to close the complaint unresolved. Their customer did not procure the required parts to get the device fixed.